Event description:
There was an allegation of questionable tina-quant ferritin gen. 4 results from the cobas 8000 c702 module. Sample 1: the initial result was 0.0 ng/ml and was reported outside of the laboratory as <5 ng/ml. On (B)(6) 2024, the repeat result was 36.6 ng/ml. Sample 2: on (B)(6) 2024, the initial result was 0.0 ng/ml. The repeat result was 6.40 ng/ml.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The qc results showed imprecision. The analyzer alarm trace contained frequent alarms related to inadequate sample preanalytic handling. The investigation is ongoing.

Manufacturer narrative:
The field service engineer adjusted the gear pump, decontaminated the rinse arms, verified the pipes, cleaned the vacuum system, verified the sample and reagent probe adjustments, and checked the washing adjustments of the cuvettes. Quality controls were performed and all results were acceptable. The investigation determined the issue was due to pre-analytical handling issues at the customer site and to insufficient probe rinse due to low gear pump pressure. Correct pre-analytic sample handling is within the customer's responsibility.